Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the visera 4k uhd camera control unit exhibited error e224 at the start despite cleaning the connector and camera. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of error e224 could not be determined. E224 error is an error notifying that the camera head has failed communication. Olympus will continue to monitor field performance for this device. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. If new information is received, a supplemental report will be submitted.